Manufacturer narrative:
27-nov-2018 product investigation results: product return was received on 23-nov-2018 and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called stating that the head of the brush head came loose in his mouth, coming apart in his mouth like two bits. No injury was reported.

Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Case description: consumer called stating that the head of the brush head came loose in his mouth, coming apart in his mouth like two bits. No injury was reported.